Event description:
The theatre nurse reported to our sales rep that the shaft of the drilling was broken several times (position near drill head, other near beginning shaft).

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.